Event description:
Reporter called to state she received a recall letter from sams pharmacy. She states she has been using this device since 2021. Her test strips occasionally show an error code "e5". No adverse events noted.